Event description:
There are two models of the stryker led light heads the interfere with the philips x3 pulse oximeter with nellcor technology. The sao2 pleth waveform would have noise and baseline wander. The two stryker light models that we are experiencing interference from are the chromophare f528 used in the ors and the chromophare 83171 used in the edtc. This report is not patient specific.